Manufacturer narrative:
Review of available information clarified that there were no issues reported against the first 20mm sapien 3 ultra valve, the events were related to the first delivery system. Please reference mfg. Report no. 2015691-2022 -04591 for the investigation of the events. As such, this MDR was reported in error against the wrong device and a corrected supplemental report is being submitted.

Event description:
During the implantation of a 20mm sapien 3 ultra valve in the aortic position, the operator experienced valve alignment difficulty. The balloon catheter was unable to be pulled back completely to the white marker. Then, the device was locked, and the fine adjustment wheel was used to achieve complete valve alignment. The delivery system was able to advance across the native valve without issue, but in attempts to pull the pusher back to the 3 markers, the pusher was unable to be pulled back.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.